Event description:
In 2008, 8 to 12 hrs after epidural - pt presented with meningitis. The pt came the very next morning after epidural anesthesia with stiff neck, headache, fever and was admitted. The blood culture showed streptococcus oralis. Csf culture after 3 weeks also showed the organism. The pt was discharged in one week.

Manufacturer narrative:
Incident does not appear to be specifically attributable to the bd mfg tray. Per the facility where the procedure took place, they do not have any indication that the procedural tray (and contained medical devices) may have been a factor. Per sterilization review: there were no exceptions issued for the production of this batch. The pyrogen testing was performed and the results were acceptable. The sterilization documents/parameters were reviewed and no exceptions were detected, with the results being acceptable. Per the drug MFR's review, the bupivicaine used in the tray: the batch record was reviewed for issues that would result in the reported complaint condition with none noted. All production hourly's and mq audits were performed and found acceptable. All analytical testing met specs at the time of final release. Bacterial endotoxin, bioburden, and sterility testing were all within specs. Terminal sterilization cycles and dye test load cycles were reviewed and found to be acceptable. No exceptions were written for this lot. Mfg records show all processes were within spec.